Event description:
As reported, approximately 1 year post op the initial left tsa, this (B)(6) male patient's was revised due to the patient complaining of pain. There was some notching noted. Pt. Glenosphere was replace with +4mm expanded. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 320-10-00, 6728535 - equinoxe reverse tray adapter plate tray +0, 320-15-05, 6629035 - eq rev locking screw, 320-20-00, 6750662 - eq reverse torque defining screw kit, 320-06-38, 6581846 - glenosphere 38mm. Weight,ethinicity,revelant tests, laboratorydata, including dates, other revelant history, including preexisting medical conditions, suspects products,was the device serviced bya third party? Adverese event terms, if remedial action initated, check type, and if action reported to FDA under 21 usc 360 I(f), list correction/removal reporting number.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.